Manufacturer narrative:
Olympus had followed up with the user facility via telephone and in writing to gather additional info regarding the event, however, only limited info was received. The device referenced in this report was not returned to olympus for evaluation, and its current whereabouts are unk. If the device is received at a later date, or if further significant additional info is obtained, this report will be updated. The cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic endoscopy procedure, the users successfully used the subject device to remove a polyp. When the device was deployed to remove a second polyp, the physician reportedly noted that the snare was broken, and there was said to be charring on the pt's anatomy at the site of the first polyp. The users have elected to utilize an unk model of forceps to remove the second polyp. No medical treatment was provided to the pt as a result of the reported event. The status of the pt at present is not known.